Manufacturer narrative:
The patient was not hospitalized for the event. The cause of the event was unknown. On an unknown date, the patient started treatment with intravenous vancomycin (500mg weekly for one month), intraperitoneal glazidim (250mg nightly in extraneal bag), and intramuscular gentalyn (dose not reported) for peritonitis. Fourteen days after the event onset, the gentalyn and glazidim were discontinued. That same day, the patient started treatment with oral ciproxin tablets (daily for seven days). Peritoneal dialysis therapy remained ongoing. Twenty one days after the event onset, the patient was deemed recovered. However, at the time of this report, the vancomycin treatment remains ongoing. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, the treatment and the patient outcome of the peritonitis was not reported. No further information was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.